Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Initiating therapy before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the hp had pressed go prior to connecting and then connected to the setup after pressing go. The technical service representative reviewed proper procedures with the hp and assisted the hp to clear the alarm. The hp would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.